Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited an increase in ventricular pacing when no ventricular pacing was desired by the physician. Review of stored device memory noted several rhythmic episodes that showed a blanked premature ventricular contraction (pvc) followed by as-vp and then a retrograde p-wave that landed in refractory, followed by ap-vp. The observations were reproduced by having the patient walk to increase their rate. Boston scientific technical services (ts) discussed that the device was operating appropriately based on programming and discussed programming options for optimization. Programming changes were made. Subsequently, it was reported that the patient was experiencing pacemaker syndrome. A local field representative contacted ts to inquire about any additional programming options. Ts discussed additional programming options. Additional programming changes were made and seemed to resolve the observations. The plan was to have the patient perform a remote interrogation several days to review. This product remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a remote interrogation was performed and upon review of the data, less than 1% rv pacing was observed as desired. The patient reported feeling better. Monitoring will be continued.